Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged after pocket closure. This resulted in an inappropriate shock being delivered. The physician elected to reposition the rv lead, and all measurements were found to be within normal range. There were no allegations towards the bsc product, and there were no adverse patient effects reported.